Manufacturer narrative:
F11. Date MFR initially forwarded rpt to FDA. H3. Evaluation summary: this device was received, evaluated, and retained by this MFR. The engineering evaluation revealed the catheter shaft was broken into two pieces. The port's locking collar was in the locked position with an 8cm segment of the catheter attached. The break in the catheter shaft was circumferential. This device was in place for several months prior to this event. Body flexure and location of the catheter may have contributed to this event.

Event description:
It was reported an access port was placed initially without incident. Several months later, the catheter was found to have broken and migrated to the right atrium. Retrieval utilizing a snare was uneventful. Another access port was successfully placed without incident. The pt's condition is good. Since this device was in place for several months and no difficulty accessing the device was encountered prior to this incident, the co believes initial placement, user technique during access and pt anatomy may have contributed to this event and do not attribute it to the device. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."